Event description:
A caller reported encountering a cgm error 42 issue. There was no mention of an impact on the customer's blood glucose level. The technical support team guided the caller through a pump reset process, and the issue was resolved as the caller successfully started their sensor session without further errors.